Event description:
The customer indicated the swan-ganz catheter is very tight and hard to pass through the introducer ak-11142-d. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one psi sheath and an 8 fr swan-ganz catheter for analysis. The swan-ganz catheter was returned partially inserted through the psi sheath. Signs-of-use in the form of biological material was observed inside the distal extension line of the psi sheath. After failing functional testing, the catheter was removed from the sheath. A slight kink was observed on the swan-ganz body. This caused the catheter body to bulge outward at the location of the kink. No defects or anomalies were observed on the psi sheath. The total length of the sheath body measured 99mm, which is within the specification limits of 98mm-101mm per the sheath assembly graphic. The inner diameter of the sheath at the distal tip measured 2.97mm, which is within the specification limits of 2.96mm-3.00mm per the sheath assembly graphic. The inner diameter of the hemostasis valve cap measured 0.157", which is within the specification limits of 0.156-0.158" per the hemostasis valve graphic. The swan-ganz catheter was removed from the sheath. A slight kink was observed on the catheter body. An attempt to reinsert the catheter back into the psi sheath was performed; however, major resistance was observed when the kink reached the distal end of the extended valve body. An undamaged lab inventory 8fr swan-ganz catheter was inserted through the sheath assembly. Slight resistance was observed; however, the catheter was able to pass completely through the assembly as expected. Large amounts of dried biological material were also observed exiting the sheath tip, which likely contributed to the resistance encountered by the customer during use. A device history record review was performed on the psi assembly, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The customer report of catheter/sheath resistance was confirmed through complaint investigation. Visual and functional analysis revealed that the returned swan-ganz catheter could not pass through the psi sheath due to a kink in the catheter body in combination with dried biological material inside the sheath extrusion. After removing all biological material from the psi assembly, a lab inventory 8fr swan-ganz catheter was able to pass with minimal resistance completely through the sheath. Additionally, all relevant dimensional requirements were met on the psi sheath. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event as the kinking on the swan ganz catheter it a characteristic of undue force. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer indicated the swan-ganz catheter is very tight and hard to pass through the introducer ak-11142-d. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.